Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Results: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stoppers on vacutainer tube 13 x 75 mm x 4.0 ml bd vacutainer® plus plastic whole blood tubes were popping off during auto sorting. This is happening in about 2 and 10,000. No injury or medical intervention.